Event description:
The customer reported that a code blue annunciated at the nurse¿s station but there was no audio tone heard from the dome lights or zone lights in the CT room. The customer confirmed there was no patient injury or death associated with this event. This event was captured under hillrom complaint ref #: (B)(4).

Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities performed by hillrom found the dome lights and zone lights illuminated properly, however, upon review of the settings, an audio tone was not specified for any call types. The technician configured code blue and staff emergency calls for an audio tone and the customer confirmed resolution and proper operation of the nurse call system. In this event, no patient injury or death occurred because of the reported problem. If the report of a code blue not annunciating at the dome light or zone light were to recur, it would be likely to cause or contribute to a death or serious injury as a delay could occur in locating the correct room where immediate assistance is needed. Based on this information no further actions are required.